Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they didn't feel well and experienced numbness in their legs after they threw something. The patient also stated that they suspect that their pacing lead has "broken". The lead remains in use. No further patient complications have been reported as a result of this event.